Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
The customer stated that he checked his insulin and he had 21units in the reservoir. An hour later, he received a no delivery alarm during basal, and when he checked his status screen, it was 0 units left in the reservoir. The customer stated that similar incidents happened two to three times in the past two weeks. Troubleshooting was performed. The alarm history revealed a motor error alarm. Ran a displacement test and self test and the device passed the tests. Requested the customer to reviewed the amount of insulin in the reservoir prior inserting in the device. Asked the customer to check the units left on status screen to see if the totals matched. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic procedure, air could not be entered after puncture. Another device was used to complete the procedure. There were no adverse consequences for the patient.